Event description:
It was reported that the patient consulted cardiologist due to weakness. On the electrogram (ECG) slow atrial fibrillation (afib) was noted with no pacemaker activity. The implantable pulse generator (ipg) device was unable to be interrogated and no magnet response could be obtained. Therefore the patient was scheduled for ipg device removal and replacement with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.